Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, when the device was used together with a non bsc guide catheter extension, it was noticed that the stent struts got lifted up. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged the whole length with stent struts stretched and deformed. The stent moved distally on the balloon over the distal markerband. The stent most likely got caught by the guide liner when the guide liner came in contact with the stent. The balloon cones and the exposed distal portion of the balloon body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, when the device was used together with a non bsc guide catheter extension, it was noticed that the stent struts got lifted up. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.